Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The customer stated that the qcs were acceptable. The field service engineer (fse) inspected the analyzer and determined that a clogged valve and a loose vacuum valve had caused the event. He replaced the solenoid valves and the vacuum and sipper nozzles. He verified the analyzer's performance with ion-selective electrode checks and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium assay results from patient samples tested on the cobas pro ise analytical unit. The initial result from the analyzer was 147 mmol/l. The repeat result from another cobas analyzer was 136 mmol/l. The initial result was inconsistent with the patient's history and triggered a delta check in the middleware, prompting a rerun. The repeat result was deemed correct.